Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for low glucose control test results. The customer's nurse is calling on behalf of the customer. The customer's expected non-fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Control test performed and produced result of 22 mg/dl. Control test result is below acceptable range of 30 to 60 mg/dl. Control level one lot#5ac1b87 manufacturer's expiration date is 09/30/2017 and open date is (B)(6) 2016. Control test performed and produced result of 20 mg/dl. Control test below acceptable range of 88 to 118 mg/dl. Control level two lot#5ac2a48 manufacturer's expiration date is 09/30/2017 and open date is (B)(6) 2016. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2017 and open vial date is not provided. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.